Manufacturer narrative:
H3: no product samples, pictures, or videos were received for investigation. Therefore, no visual inspection and functional testing were performed to determine if the device played a role in the reported event. Without the return of the used sample a comprehensive failure investigation could not be performed, and a cause cannot be determined. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
An email was received of medwatch mw5178148. It was reported that the female patient had a pump malfunction, stating that the device repeatedly issued high-priority alarms indicating the cassette was not properly attached and needed to be reattached. Despite the cassette being physically secured, the error persisted even after multiple attempts to remove and reattach it. The patient switched to a backup pump and confirmed that infusion was currently ongoing. Tracking information for the returned pump is unavailable, and no photographs were provided. The infusion was continuous, but the set flow rate and volume delivered are unknown. The pump¿s position at the time of the alarm was also unknown. No additional details are available. The reported product fault occurred while the pump was in use with the patient. The issue did not cause or contribute to any patient or clinical injury, and no medical intervention was required.